Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis due to infusions set adhesive issue and eventually got hospitalized on (B)(6) 2025. He infusion set was in use for two days. The blood glucose level was around 1205 mg/dl at the time of event and the patient got treated with IV fluids (saline), and manual injections. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code adhesive patch lifts or detaches during use. The batch 6006533 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006533 were previously tested in complaint (B)(4) on 06/may/2025. Test results: visual test on the adhesive tape according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing: the 6006533 was manufactured according to the wi version 96 and packaging in the multivac 10, on 11/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6006533 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.